Event description:
It was reported that the deep brain stimulation (dbs) patient experienced confusion a week post dbs implant procedure of the leads. The patient was advised to visit the emergency room and a computed tomography (CT) scan was performed and confirmed the presence of peri-lead edema and trace blood products around the left lead, wherein causing symptoms of generalized weakness, confusion, and brain fog. The patient was admitted to the hospital and was started on a course of steroids. The patient was improving post steroid administration.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: dbs-linear leads, upn: m365db2202450, model: db-2202-45, serial: (B)(6), batch: (B)(6).